Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 5th may, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated that upper and lower cover is missing due to collision. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The new obtained information is occupation of initial reporter: the personnel of the hospital. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that upper and lower cover is missing from the spring arm due to collision. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Based on information provided by the getinge technician, the device was repaired by the customer. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due missing covers from the spring arm which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information do not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incident occurs at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at manufacturer¿s, the incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. We believe that all of the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).